Event description:
Colonoscope cable broke during procedure. Procedure was stopped. No harm nor injury for pt. Cable was sent to MFR. Loaner cable was supplied until whole new colonscope was provided to facility by MFR.